Event description:
Dealer states that "on sn (B)(4) that the joystick is shorting out and the dealer states the chair is sluggish. The dealer states he swapped out the joystick for one of their stock joysticks and there is no issue when he does that." Qt (B)(4).

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided qt (B)(4). Model m51psemiblue, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.